Manufacturer narrative:
The tenaculum forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, tenaculum instrument broke. The instruments are inspected in sterile processing during packaging. There was no collision. Using the instrument to push/move the tissue out of the way instead of grabbing it caused the instrument tips to snap. The broken tip was removed during the same procedure. No x-rays were performed. The report did not know which instrument had a broken tip, the customer had issues with two tenaculum instruments during the procedure. However, the second tenaculum instrument had a broken cable, with no fragments falling inside of the patient. The procedure was completed.